Event description:
I have and thank you for your october 7th letter in reply to my september 22nd letter regarding the snowden pencer 89-5100b surgical scissor tip. However, the reply did not specifically address my inquiry. I am seeking any and all info concerning any complaints whether by a consumer, hosp, healthcare provider regarding any problems encountered with the snowden pencer surgical scissors, including the scissor tip mentioned herein. In particular, I represent a lady who underwent a laparoscopic in 2009 at the hosp. During the procedure, the surgeon experienced a failure of the scissor tip when required exploratory surgery to recover and remove the scissor tip from my client's body. I am aware that the hosp reported this adverse event to med watch.